Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that set leaked blood from the filter chamber.

Event description:
It was reported that the set leaked blood from the filter chamber. There was no report of any patient harm.

Manufacturer narrative:
The product has been discarded and will not be returned. The photo provided by the customer shows blood leaking from the pvc tubing to the inlet port of the drip chamber blood filter top cap. However, previous investigations have concluded that leaking/separation issue complaints have concluded to be due to an insufficient and/or no solvent on tubing engagements. The root cause of this failure was not identified.